Event description:
It was reported the system was removed due to infection. The patient outcome was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 3889-28, lot #v605965, implanted (B)(6) 2011, programmer model 3037, serial (B)(4).